Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed hot gas bypass valve failing to open. The arctic sun stat was evaluated upon receipt. During the evaluation, the arctic sun device was found to not cool. Hot gas bypass valve was found stuck closed causing the unit not to cool. Chiller unit was replaced. Obf converted to a loaner with new clear labels. Obf converted to a loaner with new clear labels. A final inspection was performed. The arctic sun 6000 stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Had them read t4 and it over 10 minutes for t4 to get below 10c. Then once they initiated a functional verification, t2 would not drop below 15 minutes. Discussed that was indicative of a chiller failure. Stated they would classify this as an obf and ship a replacement device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Had them read t4 and it over 10 minutes for t4 to get below 10c. Then once they initiated a functional verification, t2 would not drop below 15 minutes. Discussed that was indicative of a chiller failure. Stated they would classify this as an obf and ship a replacement device.